Manufacturer narrative:
The insulin pump was received unit with detached end cap. The insulin pump was unable to verify prime alarm due to physical damage to end cap. The insulin pump was monitored for 24hrs and no low battery alert noted. All operating currents are within specifications. The insulin pump passed displacement test. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. Customer's blood glucose was 110 mg/dl. Customer also reported insulin was squirting out during a manual prime. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.